Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records was not provided. Provided information states there was a delayed union of a femoral head fracture, converted to a total hip. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address delayed union of femoral head fracture, painful hardware. Converted to total hip.